Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of corrosion on the liquid crystal display board.

Event description:
The customer reported that she fell in the water and water underneath the display was observed. The customer removed the battery and reinstalled and the device alarmed. The alarm was cleared and while bolusing the device had a blank display. No further info was provided.